Event description:
It was reported that the patient with degenerative disc disease underwent a procedure with implant of peek interbody cage. Approxim ately 5 months post-op the cage migrated posteriorly. The patient then complained of neurologic symptoms and at 10 months post-op underwent a revision surgery. The migrated cage was replaced via an anterior approach.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation.